Event description:
It was reported that the user sought guidance on how carbohydrates work and how to count carbohydrates for meal announcements with the ilet system, including how to read serving size and total carbohydrates on a food label; the user had previously announced based on meats and sugars and reported over-announcing for a muffin due to uncertainty, after which education and retraining were provided through the clinical support line. No reported symptoms or adverse clinical effects. Outcomes included user education on correct meal announcement practices. Investigation included customer support troubleshooting and education on food label interpretation, serving sizes, and appropriate meal announcements. Investigation of this case revealed user misunderstanding of carbohydrate counting/ meal size estimation and incorrect meal size announcements rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to carbohydrate counting and meal announcement technique.